Event description:
It was reported that the customer was hospitalized for low bgs. In addition, the customer had seizure at work. It was indicated that the customer boluses without food. The doctor needed assistance in changing the customer basal rates. Advised the doctor to have the customer call the help line for further troubleshooting on the pump.